Event description:
Issue involves a cadd solis vip 2120 pump. Serial number (B)(6) patient called infusystem hotline stating the pump is off and beeping. Patient reported that the pump turned off by itself showing error code 997. The patient reported that the pump was spontaneously turning off and on since it was first started infusing 5-fluorouracil.